Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient had fainted due to hypoglycemia while wearing the pod between 49 and 71 hours on their abdomen. The patient's blood glucose levels during the event was not provided. The patient's wife called emergency medical services and the patient was treated on site with a slice of bread and fruit juice. It was also reported that the pod was not adhering well to the patient's skin during this wear period. The pod has been discarded and not available for return.